Event description:
A lead extraction procedure commenced to remove 3 leads, two right ventricle (rv) leads and 1 right atrium (ra) lead. The indication for the procedure was cied system/pocket infection. The procedure began by successfully removing the first rv lead, which was implanted in 2011. The next lead that was targeted for extraction was the ra lead implanted in 2005. A spectranetics tightrail rotating dilator sheath and spectranetics lead locking device (lld) were utilized during this extraction. The tightrail and lld freed up the ra lead all the way down to the distal tip. While activating the tightrail the distal tip of the ra lead was released from the right atrium wall. Soon after the patients blood pressure dropped. Rescue efforts began immediately including rescue device and sternotomy. With the patient¿s chest open, a tear was seen in the right atrium. The tear was determined to be non-repairable and the patient did not survive. There were no reported malfunctions of any spectranetics devices in use during the procedure. This report is being submitted because the tightrail device was in use in the ra at the time the patient's blood pressure dropped.